Event description:
It was reported that the right ventricular (rv) lead was surgically explanted due to lead fractured which noted high pacing impedance, myoelectric potential and oversensing. A new lead was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that the right ventricular (rv) lead was surgically explanted due to lead fractured which noted high pacing impedance, myoelectric potential and oversensing. A new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the whole lead was returned. The helix was retracted and there was dried body fluid within the helix housing. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 220 millimeters from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with cyclic fatigue damage. Analysis concluded that the clinical observations of list observation that were due to fracture were likely caused by the confirmed fracture.